Event description:
It was reported that during a superior bilobectomy procedure, when the surgeon made the seventh shot in the bronchial tube, the stapler opened and staple line was incomplete; only placed a few staples, immediately the bronchial tube was opened. The surgeon used a manual suture to close the bronchial tube. There was increased surgical time of seven minutes.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.